Event description:
It was reported that a user experienced pairing failure when attempting to connect a dexcom g7 cgm to the ilet while cgm readings were visible in the dexcom app, indicating the sensor-transmitter system was functioning and the issue was limited to ilet pairing. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting steps consisting of toggling bluetooth, restarting the ilet, and re-entering the pairing code, after which the pairing process was restarted for monitoring. Investigation of this case revealed a device communication or connectivity issue during cgm-to-ilet pairing without evidence of sensor failure or glucose management impact. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient communication or software pairing issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.